Manufacturer narrative:
Suspect changed from 8100 to 8110-additional information added to: d1,d4,g5.

Event description:
It was reported that devices failed during use and displayed that calibration was needed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that devices failed during use and displayed that calibration was needed.